Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b3 - updated event date from 05-jul-2025 to 01-jul-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced phone dropped connection with 770g pump, login assistance. The customer reported no adverse event. The event involved product(s) mmt-6102 and mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-7333.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs showed that they had recently uploaded. Issue was not confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: if the patient does not have access to email then it will not be possible to reset their password. They will need to create a new email address and we can assist with updating the email address linked to the carelink account. I also do not see any recent login activity. What would you like to do for the patient? Update the email address on the carelink account? Create a new carelink account for them to use (will still require an email address)? The root cause is patient lost track of their username and password, as well as email access. No logs or evidence of a carelink fault or error found. Helpline unable to contact patient to assist with troubleshooting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs showed that they had recently uploaded. Issue was not confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: if the patient does not have access to email then it will not be possible to reset their password. They will need to create a new email address and we can assist with updating the email address linked to the carelink account. I also do not see any recent login activity. What would you like to do for the patient? Update the email address on the carelink account? Create a new carelink account for them to use (will still require an email address)? The root cause is patient lost track of their username and password, as well as email access. No logs or evidence of a carelink fault or error found. Helpline unable to contact patient to assist with troubleshooting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.